Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition with less than two seconds of asystole. In addition, this lead exhibited high pace impedance measurements. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition with less than two seconds of asystole. In addition, this lead exhibited high pace impedance measurements. No additional adverse patient effects were reported. This rv lead will not be returned for analysis. Additional information received reported that this right ventricular (rv) lead had exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Lead fracture was identified via a pacing system analyzer (psa) and visually confirmed in the pocket. In addition, lead fracture was attributed to clavicular crush. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- aware date correction: updated from 6/15/2022 to 6/14/2022.